Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to cracked end cap. The insulin pump had protruded/loose drive support disk, cracked belt clip slot, cracked reservoir tube lip, missing end cap sticker and missing address/serial label.

Event description:
It was reported that the insulin pump alarmed during the manual prime. Customer stated that insulin was squirting out. Customer's blood glucose reading at the time of the call was 170 mg/dl. No further information reported.